Event description:
It was reported that patient underwent initial left total knee arthroplasty on (B)(6) 2001. Subsequently, patient was revised on (B)(6) 2003 due to loosening of the tibial component and wear of the patellar button. Additionally, patient underwent a revision procedure on (B)(6) 2015 due to the screw backing out of the stem. No components were explanted and only a scope was used to remove the loose screw.

Manufacturer narrative:
Examination of returned device found no evidence of product non-conformance. Dimensional evaluation found component to be within appropriate design specification. During the evaluation, it was noted that there was no evidence of actual use due to lack of deformation in the plug and threads. Examination of returned device was inconclusive in determining root cause of the event.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.